Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced back pain and discomfort approximately one week post implant. Undersensing and non-capture were noted on the right ventricular (rv) lead. The patient was hospitalized and the lead was inactivated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited unstable / high thresholds, possible perforation of the myocardium and the patient experienced consequent pericardial effusion. The lead was repositioned and remains in use.